Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The insulin pump was received with a cracked reservoir tube and battery tube threads.

Event description:
It was reported that customer's insulin pump alarmed no delivery during the fill tubing stage. Customer's blood glucose is 62 mg/dl. Customer has eaten breakfast. During troubleshooting, the device alarmed no delivery during manual prime. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.